Event description:
It was reported that during a total laparoscopic hysterectomy procedure, after 30 minutes using the enseal the doctor had to local bleeder around uterus. When she activated the enseal in a bleeder, she found the coagulation was not satisfactory. She tried again on the same site for ~10 seconds, she found that the electrode was fallen off when she removed it from the tissue by observing the laparoscope. She stopped using this enseal and opened a new one. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent

Manufacturer narrative:
(B)(4). The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The ceramic was cracked but is still bonded to the lower jaw. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.